Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Unknown cable/ wire stuck in pediatric lcp hip plate guiding block for 5.0mm screws was received. Upon visual inspection it is found that the wire got stuck in one of the guide holes of the guiding block. Thus, the complaint was confirmed. The stuck wire is a small piece and it cannot be removed from that hole. Functional testing cannot be performed with the received stuck condition of the device. Dimensional inspection cannot be performed for the received condition of the device. The received device unknown cable/ wire was observed to be stuck in one of the guide holes of the guiding block. Thus, the complaint is confirmed. Dimensional inspection of the received device was not performed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown cable/wire /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on may 1, 2019, the central processing noticed that the pediatric locking compression (lcp) hip plate guiding block had a wire incarcerated in it. It is unknown if there were a procedure and patient involvement. This report is for one (1) unk - cable/wire. This is report 2 of 2 for (B)(4).